Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is failing bolus ail limit error, I recommended to (B)(6) to turn off the 8015 device and turn it on by pressing the tamper switch on the back and manually go to maintenance mode click proceed and external communication. I also refer him to our service bulletin 543. (B)(6) run the pm test again and still failing bolus ail limit error. I suggested to prime the IV set to make sure there is no air bubbles or air pockets. After priming the IV set , he run the pm test one more time and looks like his issue was resolved, passing the pm test now.